Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after removal of the outer paper box containing screw(s), quantity involved unknown, the nurse placed the "double pouch" packed item in the sterile field (instead of opening the double pouch and placing the innermost bag in the sterile field). The hospital did not know if the "double pouch" packed item is sterile and thus the case was treated as an incidence and was reported to the hospital administration department. Patient is post-operatively on anti-biotic treatment. This report is for 8 of 12 screws. This is report 8 of 12 for (B)(4).

Manufacturer narrative:
A review of the device history records was completed: synthes (B)(4) manufactured the synapse screw. The parts were inspected and conformed to inspection sheets. The parts were released for assembly in monument. Synthes monument assembled the parts and sterile packaged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mnh, kwp. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.